Event description:
The customer reported repeated no delivery alarms every time the reservoir reaches 0.80 units left. The customer felt that the insulin pump was not working correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to verify the excessive no delivery alarm due to the prime anomaly.